Event description:
Philips received a complaint by the customer on the v60 indicating that the unit has no power at all. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called and reported that their v60 had no power at all. The customer attempted to use a battery to see if the unit operated correctly on the battery during the troubleshoot but discovered hat the power supply only had .1 direct current (dc) volts out going to the power management (pm) printed circuit board assembly (pcba). The rse provided the customer with the part ID for a power supply to be ordered and replaced.

Manufacturer narrative:
H10: multiple attempts have been made to try to obtain further information about this case but no response received from the customer. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11: h6 codes updated per information provided in the initial report.